Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as there being a poor connection when setting up for peritoneal dialysis therapy. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, frequency, route, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapies were stopped and the patient was placed on hemodialysis. The patient was recovering from the peritonitis event. The patient was not retrained on proper aseptic technique as the patient will remain on hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.